Event description:
The pt reportedly experienced sound quality issues and uncomfortable stimulation after falling. Device testing revealed open and shorted electrodes. The issue has not been resolved. The surgeon is pursuing device revision surgery.